Manufacturer narrative:
This MDR # 10370-2023-00002 was submitted on 12-may-2023. Initial receipt date of the case was 27-aug-2021, at that time the case was considered as non-serious and non-reportable as there were no seriousness criteria fulfilled and no medically significant event was reported. During the usfda inspection at us pharma, it was suggested by an inspector to update the case to serious (other medically significant). Hence, we had submitted the case via MDR portal updating the seriousness criteria.

Event description:
There was device adhesion issue as patient found the cushion grip firmly stuck on her gums. The product was there in mouth for 2 months without any pain, but when the dentist tried to take cushion grip out, it resulted into ripping her mouth. It was further reported that, she had also rinsed/soaked it in hot water for weeks. Then, she found that her gums were bleeding and swelling along with the pain in gums. The implants were stuck on gums from 2 months and patient was suffering with the same condition.

Event description:
There was device adhesion issue as patient found the cushion grip firmly stucked on her gums. The product was there in mouth for 2 months without any pain, but when the dentist tried to take cushion grip out, it resulted into ripping her mouth. It was further reported that, she had also rinsed/soaked it in hot water for weeks. Then, she found that her gums were bleeding and swelling along with the pain in gums. The implants were stucked on gums from 2 months and patient was suffering with the same condition.